Manufacturer narrative:
(B)(4)

Event description:
It was reported that the device was explanted due to backup vvi status. No further information is available.

Event description:
Additional information received indicated that the device was explanted on (B)(6) 2015.

Manufacturer narrative:
No conclusion code available. The reported reset was confirmed in the laboratory and was due to a power on reset that occurred during hv charging. Noise was observed in the device image. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The cause of the noise could not be determined.